Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was "flashing" without user interaction. During troubleshooting with tandem technical support the pump was functioning as expected. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.